Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was delayed in responding to presses. There was no information provided regarding the customer's blood glucose level. Tandem technical support offered to troubleshoot; customer declined.